Event description:
The customer reported the subtraction run would not play back. There is no report of serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted. The system was tested and found to be working as intended and returned to service.